Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a reddened stoma with secretion. On (B)(6) 2022, the patient was prescribed the oral antibiotics metronidazole 400mg and ciprofloxacin 500mg.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a reddened stoma with secretion. On (B)(6) 2022, the patient was prescribed the oral antibiotics metronidazole 400mg and ciprofloxacin 500mg.

Event description:
Additional information received on 24 feb 2022: in (B)(6) 2022 the patient underwent a peg tube replacement to a 20fr tube. It was reported that the stoma site was still red due to gastric juice leaking out. The patient was taking 2000 mg of an unknown antibiotic (received three different antibiotics already). At the time of report, the stoma continued to be inflamed and purulent.

Manufacturer narrative:
Reference number (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.